Event description:
It was reported that the pt was revised due to pain, loosening, and a medial cyst on the femur.

Manufacturer narrative:
Eval summary: neither x-rays nor operative notes were provided. As such, the surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, & type of activity (low impact vs. High impact) are unk. Based on the available info, an exact cause for the reported condition cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.